Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the lens was exchanged with a different model iol due to negative dysphotopsias. Dysphotopsia resolved after iol exchange. Additional information was requested but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.